Event description:
Patient was receiving intramuscular (im) injection and safety needle cap/plastic cover broke when trying to cover needle after injection and needle poked registered nurse (rn). Patient was not affected as injection occurred normally without issue. Patient did have additional blood draw after rn exposure.